Manufacturer narrative:
(B)(4). The device was not returned for analysis, so the leak at the y connector was unable to be confirmed. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored. Additionally, one unused, sterile device with the same lot number as the reported device was returned for evaluation. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. No manufacturing issues or abnormal observations were detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other armada 35 referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure the armada 35 balloon dilatation catheter (bdc) was noted to leak at the y-connector when attached to the indeflator. It was noted this occurred with 2 different armade 35 bdcs. The devices were removed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.